Manufacturer narrative:
Approximate age of device - 3 years. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in clinic and during device interrogation a pump stoppage alarm was noted with no corresponding history reported from patient. A log file was reviewed by the technical service representative and a pump stoppage event was confirmed. The event did not appear to be a short to shield issue. Additional information was requested but was not provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The reported pump stoppage alarm was confirmed through the evaluation of the submitted log file and was due to the percutaneous lead (driveline) being disconnected from the system controller. This corresponded to alarms for driveline disconnected, low speed and low flow hazard. The system showed normal device operation above the low speed limit for the remainder of the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.